Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information obtained from the field indicated that the threshold was chronically high and there was no indication of a lead issue. This lead was explanted. No additional adverse patient effects were reported.